Event description:
The customer reported uncontained 2ml leak inside the coulter lh 500 hematology analyzer instrument. The fluids associated with this event are: blood, diluent and clenz. The customer was wearing personal protective equipment (ppe) consisting of lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No discrepant patient results were generated and there were no patient consequences. The msds was not reviewed; however the facility has an exposure control or risk management plan in place. On (B)(6) 2012, a field service engineer (fse) was on site and found a leak at the blood sampling valve (bsv) of the instrument. The fse cleaned the bsv and replaced all of the attached tubing to fix the leak. The repairs were verified per established procedures. Failure mode: the cause of the leak was the blood sampling valve and the attached tubing.

Manufacturer narrative:
(B)(4).